Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after performing a papillotomy, a fragment of the paint marker detached inside the patient. There was no attempt made to retreive the fragment. The procedure was completed with this device.there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after performing a papillotomy, a fragment of the paint marker detached inside the patient. There was no attempt made to retreive the fragment. The procedure was completed with this device.there were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that that a small piece of the green paint marker was missing. At this time it is unknown if the defect occurred during handling/preparation of the device, device interaction with scope or procedural factors. Therefore, the most probable root cause is undeterminable.a search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.